Event description:
It was reported that an unspecified quantity of unknown one-link extension sets leaked. The user is reportedly retracting the collar before inserting the male end of the one-link extension sent into the IV hub in order to get a tight connection before lowering the collar and twisting the luer lock. Additionally, the sets were ¿randomly coming apart at that junction during contrast injections in CT.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.